Event description:
It was reported that there was t-wave oversensing (twos). The lead was explanted and replaced. The device was replaced due to eri (elective replacement indicator). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The report for the device is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors. (B) (4) no anomalies found, but overlay tubing was melted; proximal segment returned and analyzed.